Event description:
Initial (28-aug-2024): the serious case reported via email refers to a female consumer whose age, allergies, and concomitant medications were not reported. On unknown date, the consumer wore the dentek maximum protection guard for teeth grinding at night and experienced chipped teeth. The consumer wore the guard for four nights before noticing the chipped teeth. The consumer did not seek medical or dental care. The consumer is now experiencing tooth sensitivity. This case outcome is not recovered/ not resolved. Meddra version 27.0 expectedness: tooth fracture: unexpected hyperaesthesia teeth: expected according to the company reference safety information.